Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call that the insulin pump had alarmed a compromised force sensor system when they were replacing the set and reservoir. The customer's blood glucose level was 13.1 mmol/l. The insulin pump could not leave the fill tubing process. The insulin pump will come back for analysis.